Event description:
Pt reported that the unit was increasing intensity by itself and had to remove the battery to get it to shut off.

Manufacturer narrative:
Conclusion: the overlay offset was the cause of the failure. Corrective action: notify the production personnel and the contract MFR, (B)(4), on this problem.